Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow up. Upon interrogation, the pacing threshold measurements were higher than expected, at over 3.5v. Under fluoroscopy, it was observed that the helix on the lead was retracted. Intervention was performed; the lead was repositioned and the helix was extended successfully with 7-8 turns of the fixation tool. Lead measurements were optimal and the patient was stable. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to update the evaluation conclusion code.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow up. Upon interrogation, the pacing threshold measurements were higher than expected, at over 3.5v. Under fluoroscopy, it was observed that the helix on the lead was retracted. Intervention was performed; the lead was repositioned and the helix was extended successfully with 7-8 turns of the fixation tool. Lead measurements were optimal and the patient was stable. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.